Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the patient presented in clinic and the ble issue was resolved, however, no information was provided regarding the cause of the ble issue or the intervention that resolved it. There were no reported patient consequences.